Manufacturer narrative:
Per gfe (good faith effort) response, the customer confirmed that replacing the data acquisition (da) printed circuit board assembly (pcba) resolved the reported 1114 error code. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1114 barometer sensor range error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that a 1114 barometer sensor range error occurred and was looking for troubleshooting assistance. The rse informed the customer that the manufacturer's recommendation is to verify the correct barometric pressure sensor function and replace the data acquisition (da) printed circuit board assembly (pcba). The rse provided the customer with the part number and price of the da pcba upon request for repair.